Manufacturer narrative:
The device was returned to olympus for inspection. Based on the information provided and the regional repair center, the device evaluation confirmed the customer¿s allegation. It was likely due to mechanical component problem, cause by dropping, shock or similar stress. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a ceramic head damaged. The issue occurred during reprocessing. There were no reports of patient harm.